Event description:
Provider alleged, out of the box, the unit would work for about a half an hour, then the yellow light would come on and alarm. After 50 minutes the yellow late changed to red. When the dealer checked, it was dropping from 79% to 73%.